Event description:
On (B)(6)2024, the lay user/patient contacted lifescan (lfs) USA alleging that his onetouch verio flex meter displayed an inaccurately high result compared to another device (a watch). The complaint was classified based on the customer care agent (cca) documentation of the initial call and on additional information obtained after a cca reviewed the call recording. The patient alleged that on (B)(6)2024, at 9:30 am he received a blood glucose reading of ¿182 mg/dl¿ on the subject meter and at the same time compared it to a reading of ¿108 mg/dl¿ on a watch. The patient manages his diabetes with metformin pills in combination with diet and exercise and he did not report whether he made any changes in response to the alleged issue. The patient stated that immediately after he received the readings, he felt ¿a dropping sensation¿ and ¿shakiness¿. During review of the call the cca noted that the patient clarified the dropping feeling as like he felt an exhausted sensation or like making a big effort. The patient self-treated with glucose tablets/glucose gel. There is no report of any medical treatment or intervention due to the alleged issue. During troubleshooting, the cca confirmed that the unit of measure was set correctly on the subject meter, the patient had used an approved sample site to obtain the blood samples and that the patient was following the correct testing procedure. The cca noted that the patient did not have control solution at the time of the call to test the subject system. The cca established that the test strip vial was intact, that the test strips had been stored properly, were not open beyond their discard date and had not expired. A replacement meter was sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after an alleged inaccurate high result was obtained with the subject meter. The subject meter could not be ruled out as a cause or contributor to the event.